Event description:
This is being reported as an adverse event under the FDA medwatch regulations. It was reported to nova biomedical that a consumer experienced a hypoglycemic event which did not require any medical intervention. According to the consumer, she ate glucose tablets to raise her blood glucose sugar level. Troubleshooting with customer care with the novamax meter and test strips revealed that the device gave low values showing our device performed as intended. During the call to customer support, it was revealed that the consumer used a competitor's control solution on her test strips to determine their integrity and accuracy. While on the phone, the consumer and the customer rep did walk through a control solution test using the nova's control solution, and did determine that the blood glucose meter and test strips were performing as intended. The customer was educated on these directions for use at the time of the call. The meter and test strips will be returned for eval.